Event description:
Customer reported via phone that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2021. The customer¿s blood glucose level was 576 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer treated high blood glucose with intravenous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode was active at the time of high blood glucose event. The device will be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.